Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing uncomfortable stimulation in their rectum. Patient had system programmed at the healthcare provider's office, the last time being 4-6 weeks prior to report. It was confirmed that the therapy was off at the time of the call. It was reported that the patient had experienced 2-3 falls within the last year and the last fall was 2-3 weeks prior to report, it was reported that these falls may have been related to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was not seen in the office since (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the uncomfortable stimulation had not been determined. The uncomfortable stimulation had been resolved by turning the device off and the programs were changed, the patient noted they felt as though removal was the only way to eliminate the stimulation. No further complications were reported.